Event description:
Flow sensor failed, giving alert message "replace flow sensor" replacement sensor also failed. Multiple sensors from the same lot number have the same problem. This resulted in significant disruption of the surgical procedure and required hand ventilating the patient for about 10 minutes while the various components of the machine were exchanged.